Event description:
It was rpeorted that the footswitch cable was shorted out. The customer did not wish to send their's in for analysis. The customer also did not know if there was any case involvement.